Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that there was a lead integrity alert triggered for the right ventricular (rv) lead. Possible t-wave oversensing (twos) and double counting was observed on stored non-sustained vt (ventricular tachycardia) detection episodes. A month later there was another lead integrity alert triggered for the rv lead as there were two hrns (high rate non-sustained) episodes and potential oversensing of wide morphology. Additionally, there was a rv lead impedance warning for high rv tip to rv coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.